Manufacturer narrative:
The patient has received a replacement unit overnight. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, the poc unit died while he was in the grocery store resulting in a 911 call. The unit had 42% battery but was no longer producing oxygen and displayed a o2 low error code. The patient is prescribe o2 settings 2 to 3. The patient was in the ICU in for 3 days. The patient received oxygen, breathing treatment and steroids. The patient is now on a life vest. The event is still ongoing. The patient also noted that there was no dust on columns, the particle filters were clean, and there were no kinks in line. The unit also produced a loud buzzing noise.